Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 447 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections for high blood glucose. Customer also reported that the insulin pump had battery out limit. Customer stated that the insulin pump alarmed after battery change. Customer reported that they were unable to clear the alarm. Customer stated they did not receive a request to rewind insulin pump. Customer reported that the insulin pump was alarmed at time of call. Customer was assisted with clearing alarm. The customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. The device will be returned for analysis. The insulin pump will not be returned for analysis.